Event description:
The customer reported to the baxter sales representative that the product leaks. This condition occurred during use. This condition occurred with an unknown quantity of elcam three-way large bore stopcocks, product code 2c6201, lot number unknown. No additional information is available. Additional information obtained on 3/26/2010: the product loosens more after a couple days of use, they leak "at the screw part" at times the luerlock is just not secure enough consistently.

Manufacturer narrative:
The sample is not available for evaluation. Lot number is unknown; therefore, a batch review cannot be performed. If any additional information becomes available, a follow up medwatch will be submitted. (B)(4).